Event description:
This pt was admitted for multiple trauma & medical problems including: pulmonary embolism & quadriplegia after a motor vehicle accident. Pt also had ventricular tachycardia a substantial mi. A pulmonary embolus was diagnosed. Pt was started on coumadin and developed a gi bleed. An inferior vena cava filter was being placed to avoid the need for coumadin. During insertion the filter did not open properly. It then floated into the pulmonary artery where it lodged. The attempted retrieval of the migrated filter was unsuccessful. The pt was taken to the or and filter was removed in 2002. The pt went to the ICU in stable condition and remains in stable condition.